Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿inferomedial hip center decreases failure rates in cementless total hip arthroplasty for crowe ii and iii hip dysplasia¿ by chad d. Watts, md, et al, published by the journal of arthroplasty (2018), vol. 33, pp. 2177-2181, was reviewed. In this study, the authors sought to evaluate the outcomes of cementless acetabular components used in patients with crowe ii and iii dysplasia, and to compare outcomes between cups placed within vs outside of an ¿anatomic¿ zone. This retrospective study reviewed 88 hips with a primary diagnosis of ddh implanted with both competitor and depuy thas between 1988 and 2014. The manufacturer of the stems used was not provided. This complaint will capture the adverse events associated with depuy products. Results: the revisions and adverse events associated with competitor products are excluded from this complaint. 1 trilock and 1 duraloc cup were revised due to aseptic loosening of the implant to bone interface. There were an unknown number of acetabular screws revised as well. 1 duraloc polyethylene liner and depuy cocr femoral head were revised due to dislocation secondary to polyethylene liner wear. Impacted products: 2 cups: implant loosening. 1 acetabular screw: implant loosening. 1 polyethylene liner: implant dislocation, implant bearing wear. 1 femoral head: implant dislocation. Harms and symptoms: surgical intervention, medical device removal, inadequate osseointegration, joint dislocation. "

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.